Event description:
It was reported that an unknown number of unknown bd pen needles were unable to dispense insulin during use. The following information was provided by the customer: verbatim: ¿material no. Unknown batch no. Unknown. It was reported that pen needles clogged during injection. Verbatim: consumer calling does not have box for item # or lot number. Found pen needles clogged during injection. Does not complete a flow check. Discard items in question¿. See pr for additional details. Complaint summary detail: this complaint is MDR reportable. The intended use of the device is to deliver insulin/medication which did not occur. This event could lead to hyperglycemia, serious injury or harm. Event type: unable to deliver insulin/medication (during injection) / malfunction.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A DHR for clog cannot be requested due to an unknown lot #. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that an unknown number of unknown bd pen needles were unable to dispense insulin during use. The following information was provided by the customer: verbatim: ¿material no. Unknown batch no. Unknown. It was reported that pen needles clogged during injection. Verbatim: consumer calling does not have box for item # or lot number. Found pen needles clogged during injection. Does not complete a flow check. Discard items in question¿. See pr for additional details. Complaint summary detail: this complaint is MDR reportable. The intended use of the device is to deliver insulin/medication which did not occur. This event could lead to hyperglycemia, serious injury or harm. Event type: unable to deliver insulin/medication (during injection) / malfunction.